Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative found that one end of a network cable was damaged. The damage resulted in communication being halted with the navigation system. The cable was then replaced to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cable has not been received for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the site was unable to perform 3d image acquisitions but could perform 2d image acquisitions. The site elected to complete the procedure with a separate medtronic imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient demographics received.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.